Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. The quantum maverick monorail 8mm x 3.25mm balloon was used for pre-dilatation. The balloon ruptured during the initial inflation below the rated balloon pressure. The procedure was completed with a different device. No patient complications were reported and the patients' status was listed as good.